Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "a patient of mine had life saving aortic aneurysm surgery where they used bioglue. He now has serious complications where they think glue has embolized distally in the aorta near the iliac bifurcation. At this time he is not fit for more surgery. The surgeons think the bioglue may degrade on it's own. I need to know if that is possible or not, what your experience is in these situations, and what is the physiology of this happening if indeed it might."

Manufacturer narrative:
This report is a duplicate of report # 1063481-2018-00021. The report was submitted on 09/18/2018.